Event description:
A customer in poland reported to agfa an event of unintended movement of their dx-d 100 system. The customer reported when the dx-d 100 system handle was activated, the system moved forward and to the right and hit a wall. The customer confirmed during this event, the system did not display any errors and there were no beeping sounds from the system. Agfa service responded and completed checks of the dx-d 100 system. Investigation revealed a damaged control board. Agfa service replaced the dmc board and handle gauges. Agfa service also adjusted tp8 and tp10 to 2,5v and handle gauges between 0,5v and 4,5v. The unit is now working as intended. There has been no reported harm to patient or users for this event.